Event description:
Patient died at home approximately five days post op. Post mortem indicated a 1-2cm laceration of atrial freewall with lead protruding, there was blood in the pericadial space. No specific cause of death was determined. There has been no further information as to the findings of the coroner. Difficulty was experienced with initial positioning of lead.